Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the patient's atrial lead had noise, which caused automatic mode switches, and low impedance. Physician had been aware of lead issue in prior clinic visits. Programming changes were made to resolve the issue. Patient was stable throughout event.